Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four (4) samples were received with their opened original packaging inside a plastic bag. A leak test was performed; all the components from sample 1 and sample 2 passed the test. No leaks of air were found. Breathing bag from sample 3 did not pass the test, the dabc (disposable anesthesia breathing circuits) vent tube from sample 4 did not pass the leak test. The root cause was deemed to be manufacturing-related. Actions (s) taken to mitigate the reported issue(s): production personnel was re-trained on how to perform the leak test and how to read to flow meters to verify if the unit is acceptable or not; as preventive action, manufacturing personnel was notified by the quality intern as an awareness of the failure mode reported by the customer. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that, during pre-use checks, circuit leaks were noted. No patient injury was reported.